Event description:
It was reported that upon deploying an embolization coil within an aneurysm, the coil did not detach. Upon withdrawing the microcatheter with the coil, the coil detached partially within the aneurysm and parent artery. An attempt was made to retrieve the coil using snare unsuccessfully. Anticoagulants were administered as a small portion remained in the parent artery. Two days following an additional attempt was made to retrieve the coil unsuccessfully. The pt was reported to be fine, no deficit. No harm was reported. These incident details were provided after the initial report during a visit with our representative and the physician on (B)(6) 2012.

Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample has not been performed as the device has not been returned. We have learned the delivery pusher was discarded. The coil remains within the pt so it will not be returned. The root cause of this complaint cannot be determined. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.